Manufacturer narrative:
(B)(4).

Event description:
The customer alleges the nursing staff describe a small leak at the hub connection when flushing the proximal lumen prior to administration of antibiotics.

Manufacturer narrative:
(B)(4). The customer returned one used two-lumen PICC for evaluation. Visual inspection was performed and no issues were identified. The catheter body measured 53.2cm in length, which is within specification. A lab inventory syringe was used to flush both extension lines of the catheter. The juncture hub leaked when the proximal line was flushed. The leak area was inspected and appears to be caused by the juncture hub not being completely molded. The lot number was not reported; therefore a device history record review was performed based on a potential lot number from the sales history of the customer. No relevant findings were identified. The customer reported issue of the catheter leaking at the juncture hub was confirmed during the sample investigation. Functional inspection was performed and the leak was determined to be caused by a void in the juncture hub. The probable cause of this issue is manufacturing related. A non-conformance request has been initiated to further investigate this complaint issue.

Event description:
The customer alleges the nursing staff describe a small leak at the hub connection when flushing the proximal lumen prior to administration of antibiotics.